Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the belt failed incoming testing. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within ECG electrode and shorted the electrode discharge wire.no adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing gong alarms.